Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient complained of right sided diaphragmatic stimulation. The atrial lead had no capture or sensing. The atrial lead was noted to be dislodged per x-ray. Reprogrammed was performed and a revision procedure was planned. The lead remains in use. No further patient complications have been reported as a result of this event.